Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "instruments, which have experienced extensive use or excessive force, are susceptible to fracture." The following sections could not be completed due to the part/lot information could be one of the following: category number - (B)(4), lot number - 463010, expiration date - oct 2, 2006, manufacture date ¿ sep 30, 2016. Category number - (B)(4), lot number - 949080, expiration date - jun 29, 2006, manufacture date ¿ jun 30, 2016. Category number - (B)(4), lot number - 849710, - expiration date - jun 14, 2006, manufacture date ¿ jun 30, 2016. Category number - (B)(6), lot number - 809620, expiration date - apr 30, 2007, manufacture date ¿ apr 30, 2017. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-04552 / 04554 & 01464).

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 206. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2007, due to patient allegations of a loose acetabular cup and adverse reaction to metal debris. Patient's legal counsel further alleges that during the revision procedure a drill point fractured and remains in the patient. Review of invoice history confirmed the acetabular cup, modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified